Event description:
It was reported that stent detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.25 x 12 mm synergy was advanced for treatment. While crossing the lesion, the shaft was "broken down" 10-15 cm from the hub and the stent detached. The device was removed and the procedure was completed with a 2.25 x 16 mm synergy. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A shaft break was identified 9.8cm distal to the distal end of the strain relief with multiple hypotube kinks along the shaft of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The stent was not crimped onto the balloon. The ends of the stent struts were slightly flared. The stent outer diameter was not measured due to it being detached from the balloon. Balloon cones were reviewed, crimp markings evident on the exposed balloon wall. Balloon with traces of positive pressure applied. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.25 x 12 mm synergy was advanced for treatment. While crossing the lesion, the shaft was "broken down" 10-15 cm from the hub and the stent detached. The device was removed and the procedure was completed with a 2.25 x 16 mm synergy. There were no patient complications reported.